Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product for less than eight hours on her back right hip. When the patch was removed, the consumer described a burn with skin removal and irritation. The consumer treated the area with triple antibiotic ointment, burn cream and bandages as well as consulted with her doctor over the phone.